Event description:
The physician was treating a female patient who presented with a left ica-m1 occlusion. The patient had a previous history of infarction in the right hemisphere. The patient was not a tpa candidate due to recent hysterectomy. The physician made a first pass with the concentric retriever l5, deploying the device into m1 segment. The clot was engaged, but could not be retrieved. The physician made a second attempt with a second concentric retriever l5. The clot minimally moved, but again, could not be retrieved. The physician made a third and fourth attempt with a merci retriever x6. The physician noted that the merci retriever x6 straightened out each time during retrieval of the clots. On a fifth attempt, the clot engaged in the retriever x6 and started to move back. At this point, the retriever x6 tip fractured. Upon pull back of the device, it was noted under visual inspection, that the device had fractured proximal to the platinum coil of the retriever. Post angiogram demonstrated position of the retriever tip engaging the clot in the m1 segment. The physician noted, that the clot was hard in consistency and was impacted in the mca. The physician indicated that he believed the microcatheter was positioned close to the proximal coil as indicated in the instructions for use and applied four counter clockwise torquing revolutions during the retrieval procedure. The physician attempted to retrieve the x6 tip with a 2mm snare device (not manufactured by concentric medical) and was able to ensnare the fractured tip, but during the pull back, a small portion of the detached tip was broken off. The physician then used another merci retriever x6, 4mm snare device (not manufactured by concentric medical), and 2mm snare device (not manufactured by concentric medical) but was unsuccessful. The final angiogram demonstrated complete occlusion of carotid terminus. The patient subsequently expired due to hemispheric infarct three days post procedure. The physician noted, that the patient's death was not related to the retriever x6 fracture. No patient injury/adverse clinical sequelae occurred that was directly or indirectly related to the retriever x6 tip fracture or attempts to retrieve the detached distal tip.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci retriever x6 device, lot number, 32397, were reviewed and no anomalies were found that are related to this complaint.